Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
Preliminary investigation results have revealed that replacement of the speaker did not isolate the report of no audio which means the failure will most likely be related to the main pcb. The device is currently under further analysis. If significant information is obtained from the final investigation, a supplemental report will be submitted.